Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was having issues with the insulin pump. The device alerted that the customer needed to calibrate the sensor with the meter and when she checked her blood glucose the device did not accept the calibration. Customer's blood glucose was 438 mg/dl at the time, treated with the device. Customer stated she is currently experiencing high blood glucose due to steroids she is taking for chemo. Customer attempted 1st calibration during warm phase customer was advised to enter a new finger stick; blood glucose was 169 mg/dl. Customer will monitor the device and call back if issues persisted.